Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer stated that she was having problems with low blood glucose levels, due to erroneous bolus wizard calculations. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The bolus wizard functions properly.